Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements and oversensing. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.